Event description:
Pt in operating room for cystoscopy and removal of bladder stone via electrohydraulic lithotriptor. During procedure with the cystoscope in the bladder, an acmi probe was inserted into the channel but the physician could not generate any hydroelectric shock from the device. A second probe was tried but that would not work either. The procedure was terminated. The pt will be scheduled to return to the operating room for a transurethral resection of the prostate (turp) at a later date. At that time, the stone will be removed. Preliminary eval of the device by vendor indicated malfunction of connector cable. Device was on loan and will be returned to the vendor.